Manufacturer narrative:
Corrected and additional information provided in b.5., h.6. And h.11. Upon reassessing the available information, the supplemental decision to report manufacturing report number 1644019-2024-00985 follow up# 2 was submitted in error and an additional report would be submitted with corrected information for this same manufacturing report number inclusive of the investigation results. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The customer reported the cannula came of the syringe. The reported components used were syringe, three cubic centimeters (cc) luer lock (ll). No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be pursued at this time as the sample condition could not be verified. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Current tracking indicates no adverse trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This record will be retained to investigate the syringe present in custom pak. Previous report was submitted in error and an additional report will be submitted with corrected information inclusive of the investigation results.

Event description:
A customer reported, that cannula attached to the syringe detached and launched into patient eye. Lens dropped into the posterior chamber and patient experienced posterior capsule rupture, chamber hemorrhage, retinal tear, sulcus fixation. And laser retinal tear repair to the right eye, during cataract surgery (with intraocular lens implant (iol)). This file pertains to patient 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review of the file, it was determined that the suspect product is the irrigating 27 gauge cannula that is a part of the custom pak or pik pak where the cannula had come off the syringe and custom pak or pik paks were not at all involved for reported adverse events during the procedure. The initial report was submitted in error. No further reports will be scheduled under mfg report num 1644019-2024-00985. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further review of the file, it was determined that the suspect product is a part of the custom pak or pik pak where the cannula had come off the syringe and custom pak/pik-paks were not at all involved for reported adverse events during the procedure. A customer reported that cannula attached to the syringe detached and launched into patient eye lens dropped into the posterior chamber and patient experienced posterior capsule rupture, chamber hemorrhage, retinal tear, sulcus fixation and laser retinal tear repair to the right eye during cataract surgery (with (iol) intraocular lens implant). Additional information requested and received that the cannula was used to partially hydrate the wound prior to it coming off of the syringe, for patient symptoms resolved with hemorrhage cleared and 20/20 uncorrected distance vision.